Event description:
It was reported that a patient was being treated for tibiotalar arthritis. The procedure performed was a right ankle arthrodesis using vitoss foam pack and patient's own bone chips. Patient reported pain 16 days post-op which continued through 20 weeks. At the 30th week, it was noted via x-ray that there was a lack of bony consolidation and absorption of the bone graft substitute. This was considered a nonunion and patient will likely receive second procedure.

Manufacturer narrative:
The product was used and resorbed in patient; could not adequately evaluate.